Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the capsular contracture was baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/6/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3/9/2020, a manufacturing record evaluation (mre) was performed for the finished device number 7603190 , and no non-conformances related to the reported complaint were identified. On 3/17/2020, it was reported to mentor that the patient had undergone replacement procedure on (B)(6) 2020 and the replacement devices were mentor memorygel breast implant 325cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the new email for the initial reporter is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 325cc and suffered from capsular contracture baker grade IV on the left side . As a result, the patient had undergone removal and replacement with unspecified breast implant on (B)(6) 2020.